Event description:
It was reported that the patient was in a motor cycle accident the night prior to the report. The patient was on their way to the emergency room at the time of the report because they were having a lot of pain. The patient was unable to increase stimulation. It worked prior to an accident. Because of the increase in pain, the patient tried to turn up their stimulation and it wouldn¿t turn up. While stimulation was turned on, there was a loss of therapeutic effect. The patient felt like stimulation was not working anymore since the accident. They tried to turn stimulation up with the remote control but that did not resolve the issue. The patient was having more pain than usual due to the accident. The patient felt like the system got disconnected due to the accident. The event or symptoms occurred following some form of trauma. The patient was rear-ended while on their motorcycle the day of the report and was in the emergency room. There was a power on reset (por) condition and the error code was 0400. The manufacturer representative (rep) cleared the por. The impedances on the tired all came back out of range, high, and the stimulator was turned off. The patient was on their motorcycle and was hit by a car and that precipitated the visit to the healthcare provider (hcp). On june 6 the patient went to the emergency room and the rep met the patient there. The patient had pain on their right side. They had turned the spinal cord stimulator (scs) back on and turned the amplitude up to 10.5 volts. The rep removed all programs from their stimulator so the patient could not activate the scs further until the system replacement which had not been scheduled. Information regarding the replacement and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3 777-75, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).